Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the she had been experiencing low blood glucose levels from 30 to 60 mg/dl for several months. The customer also reported that the insulin pump's reservoir compartment was damaged and had pieces chipping off of it. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.